Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: the display lens had a leak that was found during a leak test. Moisture was found inside the pump but not in the battery compartment. The audio bolus button was not working as a result of the moisture ingress. Unrelated to the moisture issue, the display screen was found to be dim and discolored.